Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter not found message between readings occurred. Data was evaluated and the allegation was confirmed as the transmitter unpaired itself. The probable cause was determined to be the transmitter unpaired itself. The probable cause of the transmitter unpaired itself could not be determined. The reported event of a transmitter not found message between readings is reportable based on the finding of the transmitter unpaired itself. No injury or medical intervention was reported.